Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged from its septal position during an implant procedure. The physician tried to reposition this rv lead in an apical position but this lead perforated the heart. The lead was successfully repositioned however, the patient suddenly felt uncomfortable, became pale and patient's heart rate accelerated. Cardiac tamponade was suspected and echocardiogram confirmed pericardial fluid collection of 1cm. The patient was stabilized without pericardial puncture and was then transferred to the cardiac intensive care unit for further observation. No additional adverse patient effects were reported. The rv lead still remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.